Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gastrectomy, the surgeon had used the device previously without any issue, he went to load the jaw after a couple of uses without incident. Then the surgeon found that the jaws of the device would not close and the jaws would spring open. It was also reported that the device did not fire, surgeon unable to squeeze the handle. A new handle and reload were used to fix the issue. There was no patient injury.